Event description:
Additional information: at the time of the initial event, the patient was watching a movie and she could barely hear the pump alarm. She could hear beep, beep, beep, but it was very faint, so the patient thought it was the television.

Event description:
Additional information: conflicting information was reported by the patient that when the pump was replaced in (B)(6), 2012 the catheter was pulled out.

Event description:
Additional information: reporter was unsure if the stalls recovered. The patient received a pump replacement as reported previously. In regards to the catheter it was stated that the existing catheter was intact and not replaced at that time. Patient returned to the care of her managing physician where she was receiving her dose consistent with that prior to pump replacement.

Event description:
It was reported a critical alarm occurred due to motor stall. The stall was constant. Based on pump logs there were also 2 other entries for motor stall and motor stall recoveries (B)(6) 2012. The motor stall had not yet recovered and there was a log for "tube set" (B)(6) 2012. The patient experienced withdrawal with symptoms of increased spasticity. The patient had "other medical issues" they were addressing. It was later reported that the pump was replaced. Per the reporter, the surgery went well. The health care provider did a thorough job of verifying the patency and placement of the catheter. Before disconnecting the old pump from the catheter, an aspiration and dye study via the side port was done. The hcp was able to easily aspirate; it was noted the dye flowed well within the catheter and dispersed evenly out the tip of the catheter. After disconnecting the pump from the catheter, the hcp verified csf backflow. Once the new pump was connected to the existing catheter, the hcp conducted another aspiration of the catheter via side port. The pump was filled with lioresal 2000 mcg/ml and programmed to simple continuous mode at 150 mcg/day.

Manufacturer narrative:
Catheter model # 8731 lot# n004932204 implanted (B)(6) 2006 explanted unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient stopped getting baclofen for 2 days and went crazy. It was reported they kept "shooting up the patient with ativan and oral baclofen, but mainly kept ativan in them." Refer to manufacturer report # 3004209178-2012-04338 for information about the catheter fracture and first revision, and manufacturer report # 3004209178-2012-04336 for information about the catheter disconnect and revision surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was later reported that, beginning on (B)(6) 2012, the patient couldn't walk and was spasming, mainly in her lower body and legs. The patient was put on ativan because "her legs were straight out". That was the only way they could get her to settle down and for the spasming to stop. The pump was also replaced and put in a different direction. Also at this time, hcp "didn't have enough catheter", so he pulled the catheter out of her spine and hooked it up to the pump. When the catheter was pulled, it looked like it was pulled tight around the patient's side. The hcp put the patient back at her regular dosage. It was also noted that the pump was titrated 4 times her normal daily dose. However, it was unclear when this occurred. The pump never alarmed during this time.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, beginning on (B)(6) 2014, the patient couldn't walk and was spasming, mainly in her lower body and legs. The patient was put on ativan because "her legs were straight out". That was the only way they could get her to settle down and for the spasming to stop. The pump was also replaced and put in a different direction. Also at this time, hcp "didn't have enough catheter", so he pulled the catheter out of her spine and hooked it up to the pump. When the catheter was pulled, it looked like it was pulled tight around the patient's side. The hcp put the patient back at her regular dosage. It was also noted that the pump was titrated 4 times her normal daily dose. However, it was unclear when this occurred. The pump never alarmed during this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional reviewed indicated that the patient went to ER and was in the ICU. The patient was given oral baclofen. The patient also had ¿etoh withdrawal.¿ the eri was eight months.